Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, 59-year-old female patient underwent the removal surgery, for the primary surgery that took place on december the screw was attempted to be extracted with a screwdriver for multiloc screws for extraction, but it did not move at all. The surgeon tried again by scraping around the screw head with a chisel, but it still did not move and the depressed part of the screw head was slightly deformed. Since the screw-in screw had not been inserted, it was assumed that bone had formed in that hole, and removal was possible by shaving that area. All implants could be removed. Procedure was completed successfully with thirty(30) minutes of surgical delay. In the surgeon's opinion, this was due to the fact that it had been three years since the first surgery and the patient was young. No further information is available. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.